Manufacturer narrative:
H6; code 100: instrument received empty. Based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received empty and no functional testing could be performed. The instrument was examined and was found to be within design specs, with no anomalies observed. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic hernia repair the ems jammed. A new was opened to finish the case. The sales rep thought the inquiry was filed at the time of the procedure, but was not received. There was no consequence to the pt.